Manufacturer narrative:
The reported event could be confirmed, since the returned device matches with the alleged failure mode. Device inspection revealed the following: the provided implants of the gamma3 nailing system show signs of usage. The nail is completely broken in its proximal nail hole. No significant drill damages are visible on the inner surfaces of the anterior and posterior bridge of the nail. The breakage surface of the anterior bridge shows an area with a smooth structure, beginning at lateral; lines of rest are visible, spreading from lateral towards medial. This smooth area broke step by step in a fatigue fracture. Towards anterior and medial rim, a small rough and cliffy surface is visible, indicating a spontaneous gliding rest fracture. The breakage surface of the posterior bridge shows a smooth structure over the whole surface; lines of rest spreading from lateral towards medial. This bridge broke completely step by step in a fatigue fracture, beginning at lateral. The surface indicates that the posterior bridge broke prior to the anterior bridge. Due to post-operative shearing loads the lag screw was pressed into the posterior bridge so that the load led to the initial breakage start. The lag screw printed deep bearing points into the distal part of the lag screw nail hole at medial, an indication that several loads were applied postoperatively to the implants. This is the first reported case with this lot number. Non-union is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primarily the respective surgical technique. The IFU and operative technique guide include non-unions, postoperative loads, instable fractures and mental / physical disorder as contraindications, adverse effects and warnings that can lead to implant failures like breakages. Because no manufacturer or user related issue were detected, the case is attributed to patient conditions (delayed healing). With available information a deficiency of the device was not verified. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
It was reported by the sales rep that " long gamma nail broke above the cervical screw. Broken nail was replaced with the humeral head. Feedback from the customer received on april 8th 2019 : "the long gamma nail incriminated in this material vigilance was placed on (B)(6) 2016. The surgeon decided to reopen on (B)(6) 2019 because the patient was delayed in consolidation. During this second operation, the surgeon discovered that the nail was broken in its proximal part and the distal screw, and revived the bone and placed another nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that "long gamma nail broke above the cervical screw. Broken nail was replaced with the humeral head. Feedback from the customer received on (B)(6) 2019: "the long gamma nail incriminated in this material vigilance was placed on (B)(6) 2016. The surgeon decided to reopen on (B)(6) 2019 because the patient was delayed in consolidation. During this second operation, the surgeon discovered that the nail was broken in its proximal part and the distal screw, and revived the bone and placed another nail.